Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of the event was likely due to patient related factors and the progression of the underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 31mm 7000tfx mitral valve implanted for 11 years and 6 months underwent a valve-in-valve procedure due to severe stenosis. The procedure was performed with a 29mm 9600tfx transcatheter mitral valve.

Manufacturer narrative:
Based on new information received, this event is no longer considered reportable. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this "event."

Event description:
It was reported that a patient with a 31mm 7000tfx mitral valve implanted for 11 years and 6 months underwent a valve-in-valve procedure due to degeneration with severe stenosis. Patient presented with heart failure. The procedure was performed successfully with a 29mm 9600tfx transcatheter mitral valve. Tee confirmed excellent valve position no significant residual stenosis, no central regurgitation, and trivial para-valvular regurgitation. No complications. According to the physician, the surgical valve did not prematurely fail.